Event description:
Additional information received indicated that diagnostic intervention was performed to resolve the issue. There was no patient consequences reported.

Manufacturer narrative:
The reported event of inability to connect to the device was confirmed by analysis. Final analysis found that the device entered lockout multiple times. The lockout was due to attempts made to connect to the device outside of the patient application, using the phone¿s bluetooth settings.

Manufacturer narrative:
H6.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There was no patient consequences reported.